Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
(B)(6) 2025 ¿ the end-user contacted support regarding firmware updates. During the call, they reported experiencing a low bg of 61 mg/dl earlier the same day, lasting approximately 20 minutes. The low was treated with 4 oz of orange juice, and bg recovered to 115 mg/dl. The ilet alerted for the low. No symptoms, external assistance, or medical intervention occurred.